Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and loss of capture. A possible lead fracture was suspected. It was noted that the patient experienced a fall prior to being seen in clinic.